Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. It was noted that the pacemaker went into backup vvi operation after failed attempt of firmware upgrade. A device download was performed successfully to restore the device. The patient was asymptomatic before, during and after the event.